Event description:
Centralized pt monitoring lost for approx 15 mins. During that time, bedside monitoring utilizing the bedside pt monitoring devices continued normally.

Manufacturer narrative:
The device is an installed centralized pt monitoring system that utilizes a sunblade 1500 central processing unit (cpu). This customer has a high availability (ha) pair, which is a pair of cpus running in parallel to reduce the possibility of the loss of centralized monitoring. If one system goes down, the second system is there to take up the centralized monitoring load. In this particular episode, welch allyn tech support was assisting the customer in resolving a problem they experienced with their screen colors changing to dark red and black on one of their systems, ta00713, also known as the primary system. Resolving this problem required a system reboot. Normally, rebooting one system will not cause the backup system to reboot as well. In this case it did, resulting in a 15 min loss of centralized monitoring. Welch allyn tech support was on the phone with the customer throughout the episode and assisted the customer in restoring normal operation. Even though the acuity system was unavailable for centralized monitoring while the system was rebooting, pt vital signs monitoring would continue at bedside with the local bedside pt monitor for any pts connected to the system. There were no pts harmed in any way by the event. By event here and in the codes in block h6 of form 3500, we mean the loss of centralized monitoring. Eval of the system logs by technical support following the restoration of normal operation indicated that the primary system had been set up to control certain memory operations for the primary and ha backup system. When the primary system was rebooted to fix the problem with the screen colors, those memory operations failed on the ha backup, causing it to crash.